Manufacturer narrative:
The device is being returned to conmed corporation for evaluation; however, has not been received at conmed to date. A supplemental report will be filed when the quality engineering evaluation is completed. Device not yet returned to conmed.

Event description:
It was reported, "the operator burned his hand during liver surgery when the electrode was replaced with 139112ext. However, the operator didn't burn his hand when the standard pencil (ref#138114a) was used. It was re-sterilized by the hospital." Treatment of client is unknown.

Manufacturer narrative:
The device in question, the ultraclean 4 inch blade electrode with extended insulation, enables the operator to remotely conduct an electrosurgical current from an electrosurgical handpiece through the electrode to the operative site for the desired surgical effect. The DHR, device history record, review was not possible, as the lot number for this product has not been made available. Three (3) 139112ext ultraclean electrodes & two (2) pencils were returned to conmed complaint center for investigation. The returned devices were examined in the laboratory. Two (2) pencils were connected to the system 5000 esu generator and steel plate to check for the cut and coag function at 60w. An extended blade electrode was used from the conmed lab to perform product evaluation. No functional difficulties were observed with the pencils; thus, it is unlikely that the two (2) pencils contributed in the complaint failure mode. A visual evaluation of the three (3) electrodes indicated black spots (i.e. Burn marks) on the proximal end of the devices. All of the blackened spots were approximately at the same spot. In addition, cracking of the electrode insulation was observed during the examination. The cracked insulation could expose the electrode during use and cause arcing. The IFU, instructions for use, specifies, "these devices should be inspected before and after each use. Visually examine the devices for obvious physical damage including: cracked, broken or otherwise distorted plastic parts; damage including cuts, punctures, nicks, abrasions, unusual lumps, significant discoloration. Verify that the electrode is fully and securely seated in the handpiece before use". The IFU further states, "inspect and test each device before each use"; thus, any device damage should be detectable prior to the use. The IFU also states, "improper electrode installation may result in injury to the patient or operating room personnel by arcing at the pencil/electrode connection". This incident may have resulted from the end-user of the device re-sterilizing as single use device. Possible cause of the failure mode could be cracked electrode insulation. It is highly unlikely that products were shipped to the customer in the current condition. Potential cause of the cracking could be device damage after the production. This blade electrode is a single use device and it was indicated in the event description that products were re-sterilized and reused; thus, multiple use of single use device could cause the cracking observed in all three (3) of the electrodes. If the end-user is in contact with the electrode during use, it could cause arcing and burn the end-user through the crack in the insulation. No conclusive manufacturing related defects were observed with the returned devices. The complaint investigation has not identified a manufacturing or component defect and the resulting injury has been determined as use related; therefore, corrective action is not warranted at the present time. Conmed is considering this complaint closed.